Manufacturer narrative:
Investigation: unconfirmed, no sample received. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria.

Event description:
It has been reported that one bd ultrasafe¿ plus x100l has been found experiencing leakage before use. The following has been provided by the initial reporter: plunger of the syringe was out of the syringe and the medication had spilled into the packaging. Loose plunger; at the sample the stopper was missing.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultrasafe¿ plus x100l has been found experiencing leakage before use. The following has been provided by the initial reporter: plunger of the syringe was out of the syringe and the medication had spilled into the packaging. Loose plunger; at the sample the stopper was missing